Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as part of the FDA voluntary malfunction summary reporting program. 2 devices are pending evaluation. There was no remedial action taken. This device is not labeled for single use.

Manufacturer narrative:
2 pending devices were not evaluated, but reviewed by data and through communication/interviews with the user facility and found that there was no defect found. Section h codes have been updated.

Event description:
This report summarizes 2 malfunction events, where it was reported the devices experienced inability to disengage the cot from the cot fastener. There was no patient involvement.